Manufacturer narrative:
H.6. Investigation summary: material# 366643 lot/batch# 3137390 bd received 1 sample and 5 photographs in support of this complaint. Evaluation of the returned sample and photographs indicated that the cap on the tube had been damaged. 100 retained samples were visually inspected, and no damaged caps were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes it was found with a damage shield. There was no report of impact to patient or user.